Event description:
Revision surgery - the head migrated and the pt had wear on the polyethylene liner.

Manufacturer narrative:
The reason for this revision surgery was identified as head migration after 7.7 years of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. The product was contained and did not affect the function of the device. (B)(4). The root cause for the head migration was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in migration such as; trauma and/or loss of fixation. There are no indications of a product or process issue affecting implant safety or effectiveness.